Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm. It was reported that the patient came into the emergency complaining of back pain. A CT scan was done demonstrating an endoleak into the sac and the aneurysm was found to have enlarged to 54 mm in diameter. The patient was brought into the operating room and an angio was done. The angio showed disunion of the distal bifur and the iliac extension due to an unknown reason. A 20x20x82 endurant stent graft was placed to reline the two stent grafts. No additional clinical sequelae were reported and the patient is fine. Review of several returned still angio images revealed that the bifurcate and ipsilateral extension were placed into the left iliac, and the contralateral limb into the right iliac. There is contrast seen near the junction of the distal ipsilateral limb and extension, which appears to be a type iii separation endoleak. There is minimal component overlap; the extension appears to have partially detached from the limb. The extension is acutely angulated approximately 90 deg at the junction. After relining of the junction with another limb, the endoleak resolved. Both limbs are patent. The exact cause of the type iii separation is unknown. The amount of overlap at implant was not reported and earlier follow-upimages were not reported; may be due to morphology changes.